Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was discrepancy in medication. The technical support specialist performed the inventory and loaded lacosamide 5ml loaded, checked the patient details and it was admitted with adt visit type. Also verified the inactive status under facility formulary to resolve the dns issue. . The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system there was discrepancy in medication. The customer reported that they have loaded medication: 202155 but it was showing medication: 202160 which is also inactive. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.